Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely malfunction caused by deterioration of the mesh turret and the filter turret, front panel flashes. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No new information reported by customer.

Event description:
It was reported the subject device front panel flashed. The issue occurred during setup. There were no reports of patient involvement.

Manufacturer narrative:
E1: facility name: (B)(6) hospital. E1: address: (B)(6). E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.